Event description:
The customer reported that the circuit breaker on the css console interface panel tripped upon plugging the css console into wall power. This occurred after returning to the patient's room after an outing to physical rehabilitation. The customer also reported that this occurred occasionally. The patient was subsequently switched to a backup css console without adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.